Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 430 mg/dl and was subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis. During hospitalization, customer was treated intravenously with fluids of saline and insulin and was released from the hospital (B)(6) 2022 with issue resolved and no permanent damage.